Event description:
It was reported that the right ventricular lead was oversensing; the short interval counts (sic) were elevated. The physician requested the daily sic data for further evaluation and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; the sensing integrity counter (sic) went up to 745 counts within 80 days and there were also non-sustained ventricular tachycardia (vt) episodes and non-sustained high rate episodes with evidence of oversensing. (B)(4).

Event description:
It was later reported that a lead integrity alert was triggered for sic and non-sustained ventricular tachycardia episodes (vt-ns). The electrogram was free from noise, and the impedance and sensing was also within normal limits and stable, however the episodes showed a mirrored signal after the ventricular sensed events. Performance data was collected from the device and analyzed; analysis suggested lead-to-lead interaction between the pace/sense lead and the high voltage lead. The physician elected to monitor the issues because surgical intervention is not the best option for the patient at this time. The pace/sense lead and high voltage lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-58v lead, implanted: (B)(6) 2002. (B)(4).